Manufacturer narrative:
Baxter's product surveillance dept has reviewd proper procedures with the home pt in addiiton to referring them to their patient-at-home guide for further details.

Event description:
A home pt contacted baxter's technical service center for assistance. Per initial report, the home pt had the pt line of the homechoice set connected to his transfer set during the prime cycle. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt.